Manufacturer narrative:
This report is submitted on october 19, 2017. (B)(4).

Event description:
Per the clinic, the patient experienced skin issues at abutment site and subsequently was treated with oral antibiotics for a period of 15 days. Treatment was stopped for 15 days and once again the patient was treated with oral antibiotics and a topical steroid (duration unknown). However, the skin issues could not be resolved resulting in the decision to remove the abutment.